Event description:
The device exhibited the same behavior during the various attempts at intracranial detachment, namely that the lumen of the detacher was directly red when it was connected. The patient condition is unchanged post-procedure clinical condition, with no neurological deficit.

Manufacturer narrative:
The investigation of the returned web system found the pusher kinked at the hypotube to connector junction, the proximal connector broken, and the heater coil windings stretched. The heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink and break, but this damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength. The customer provided video showed the proximal connector (prior to the break) being inserted into the controller, giving a green light momentarily that then turns red as described in the reported event. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported the during a web embolization procedure, it was impossible to detach the web after several attempts were made using a detachment controller. The web was retrieved, and another one was used to complete the procedure. There was no patient injury or intervention reported. The patient is well.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.